Manufacturer narrative:
Further investigation underway.

Event description:
A report from a facility in (B)(6) stated that on (B)(6) 2018 a patient underwent thermage treatment. After a few shots, blisters occurred on the patient¿s face. Treatment continued as patient is known to have sensitive skin. After treatment was completed, cooling was performed on the blisters. The day after treatment, the patient returned without improvement. Patient was prescribed a steroid and antibiotics. Blisters are drying and falling off. The most recent patient status update reports the blisters are healing although some scarring may remain.

Manufacturer narrative:
The device was evaluated on (B)(6)2018 (part number: ttns3.00e4-900. Lot number: 062817. Serial number:(B)(4) .) The tip passed flow, leak, visual, and thermistor testing. No functional test was able to be performed due to e234 no reps remaining. Based on the evaluation of the system logs, the handpiece and system performed as expected. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, scarring, and pain are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number(B)(4). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No issues were found during evaluation of the treatment tip. The customer did not notice anything out of the ordinary during treatment. Based on the available information, burns, blisters, scabbing, scarring, and pain are known possible adverse patient reactions to thermage treatment. Patient status updates have been requested, to date no additional information has been received. This investigation is complete.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The customer did not notice anything out of the ordinary during treatment. Based on the available information, and according to thermage cpt system technical user¿s manual (p009240-04 rev. A), burns, blisters, scabbing, scarring, and pain are known possible adverse patient reactions to thermage treatment. Requests have been made for a patient status update report, and return material authorizations have been issued for device return; to date neither has been provided.